Manufacturer narrative:
The customer's instrument is a gallios flow cytometry which is an ruo instrument that resembles the navios. The field service engineer on site evaluated the instrument and replaced the lifter motor assembly making the unit operational. (B)(4).

Event description:
While on site for other activities the field service engineer (fse) noted the vortexer of the flow cytometer instrument was not working. The vortexer was the only part of the lifter motor assembly that was not working. The instrument is used for research only so no erroneous patient results were generated.